Event description:
A customer contacted beckman coulter inc. (Bec) regarding a clear leak (of 1ml) in their coulter lh 780 hematology analyzer at valve vl12b (normally open) tubing. The customer was unable to replace the tubing and requested service. The operator was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported and no patient samples were affected by the leak. A day after this incident (prior to the arrival of field service engineer), the customer also indicated that the hemoglobin (hgb) glass cuvette was broken. The part was ordered for the service visit. Use of the instrument was discontinued until service arrived.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the I-beam tubing, the hgb glass cuvette and all connected tubings. Hgb reading was adjusted and all tests were successful. The root cause for the leak is attributed to the I-beam tubing and a broken hgb glass cuvette. The bec internal identifier for this event is (B)(4).